Event description:
It was reported that the patient presented in clinic. Upon interrogation it was noted that the pacemaker exhibited far r-wave oversensing. Programming changes were performed. The patient was in stable condition.